Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62608. Device labeling: gel stent blockage. Precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system. Directions for use: the xen®45 gel stent is intended for placement through a clear corneal incision after the implantation site has been confirmed through adequate visualization of the anterior chamber angle. Standard ophthalmic surgery techniques should be used to prepare the patient and the eye. Ophthalmic viscoelastic should be used to form the anterior chamber, as necessary. A secondary paracentesis may be made, if required by the investigator, for injection of ophthalmic viscoelastic. Apply sponges saturated with mitomycin c (0.2 mg/ml) to the surgical site for 2 minutes. Remove sponges from the eye and copiously irrigate the surgical site. The needle of the sterile xen® injector preloaded with the xen®45 gel stent is advanced through the peripheral cornea and across the anterior chamber (i.e., the ab interno approach) toward the targeted quadrant. Corneal entry should be at least 1 to 2 mm anterior to the limbus (i.e., not at the limbus or behind it) to ensure there is a proper angulation on the xen®45 gel stent up and away from the iris. The xen®45 gel stent should be placed through the center of the angle. The needle¿s beveled tip should be oriented upward as the needle is pushed through the trabecular meshwork (tm) and completely through the sclera. Gonioscopic guidance should be used to enter the tm. After the initial entry into the tm, gonioscopic guidance is no longer required to complete the scleral channel. The patient¿s eye will need to be stabilized during the needle advancement through the sclera. Therefore, to stabilize the eye, it is recommended to grasp the cornea at the primary or a secondary paracentesis with a set of forceps, or an alternative instrument deemed appropriate to provide sufficient counterforce in the opposite direction of the implanting needle while the needle is being advanced through the sclera. Once the needle is aligned with the desired entry point in the anterior chamber angle, the surgeon should advance the needle in the anterior chamber angle and sclera until the surgeon is able to visualize the needle bevel as it exits the sclera into the subconjunctival space. Small adjustments forward or backward should be made to ensure the entire beveled tip is visible in the subconjunctival space and the needle has relative freedom of movement within the sclera prior to releasing the xen®45 gel stent. Should the final position of the xen®45 gel stent not be in the correct location (e.g., if the stent extends too far into the anterior chamber), the device may be exchanged. To exchange the device, grasp it near the point where it enters the angle. Gently pull the device away from the angle. Once you feel the stent move, release it and then grasp it again near the point where it enters the angle. Repeat this process until the stent is completely within the anterior chamber and can be removed through the corneal incision. The replacement stent should be implanted in the same quadrant or as near as possible to the original location of the removed stent using the same technique as implantation of the initial stent. If the xen®45 gel stent is positioned too far into the subconjunctival space, remove it through a small conjunctival incision using forceps. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent.

Event description:
Healthcare professional reported tip of the injector was very dull causing no flow against the xen®45 gts. No injury to the right eye.